Manufacturer narrative:
Results: bd did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A manufacturing device history record review of the incident lot was performed and no issues were observed. Conclusion: based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that bd vacutainer® plus plastic citrate tube stopper came off and caused blood leakage. No blood exposure to mucous membrane. No injury or medical intervention.